Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015". It is alleged that "[pt] received a cook gunther tulip filter to prevent pulmonary embolism. The filter was unable to be retrieved on two separate attempts ((B)(6) 2015 and (B)(6) 2016). On the second attempt, the hook of the filter straightened. Patient outcome: it is alleged that "as a direct and proximate result of the cook ivc filters, [pt] suffered permanent and continuous injuries, pain and suffering, disability and impairment. Plaintiff has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost his ability to live a normal life, and will continue to be so diminished into the future.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Attempted filter retrievals performed on (B)(6) 2016 and (B)(6) 2017. Attempted filter retrievals performed on (B)(6) 2016 and (B)(6) 2017. Per retrieval report:, (B)(6) 2017," the ivc filter was snared but the sheath could not fully retract the filter because it was buckling. Aborted ivc filter removal." Per retrieval report, (B)(6) 2016:" the ivc filter was not removed as the hook straightened during the attempted retrieval. The filter could not be dislodged from the ivc wall."

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip,unable to retrieve, continuous injuries, pain, suffering". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported continuous injuries, pain, suffering are directly related to the filter. Filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.